Manufacturer narrative:
D10: section d information references the main component of the system and other applicable components is the lead. Product ID 977c165 serial# (B)(6) implanted: (B)(6)2024 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 29-jun-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6)2024: information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The pts temporary stimulator worked beautifully for 4 days in october then the permanent one did not work at all since it was turned on (B)(6). Patient worked in 5 manufacturer technicians many times to try to figure out why. Pt had high pain and pt wanted to know what the manufacturer could do since it did not work and they wanted to know why it did not work. The patient was redirected to their healthcare provider to further address the issue. 2025-feb-06: additional information was received from a manufacturer representative (rep). The rep reported that the cause of the ins to not work was possibly due to paddle placement that they were unable to gain relief. At this time there is no additional interventions that can be done due to paddle placement patient is not gaining relief; issue not resolved and the only action to resolve would be to change paddle placement to gain relief.